Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the pump black box showed power events occurring after the pump emitted low and replace battery alarms on (B)(6) 2014. The pump was examined and a battery compartment crack was noted at the compartment threads; evidence of moisture was observed inside the battery compartment. The returned battery cap secured to the pump and the pump was exercised for 24 hours without power interruptions. A pump leak test was performed and found that the battery compartment was leaking. The pump was opened and moisture damage was found on the internal pump components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging intermittent power associated with moisture ingress into the battery compartment. The reporter confirmed that there was no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.